Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage with struts on the distal end lifted. A section of the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.